Event description:
Vent shut down on a pt without alarming. There was no harm to the pt. Family member reported they and pt were watching tv. The event started alarming (disc/sence was displayed). They cleared the alarm condition. About 30 seconds later the vent shut down with out an alarm (visual/audible). Device was on the internal battery - length of time is unknown. Family member plugged vent into ac power. Vent operated normally. No pt harm.